Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support after waking with elevated blood glucose levels and receiving another occlusion alarm. The patient reported experiencing repeated occlusion alerts and stated that infusion supplies had been changed the previous day following a similar event. The patient indicated that the current infusion site was placed in a newly shaved area of the upper abdomen with no prior use or scar tissue. The patient reported manually checking blood glucose levels, which were elevated, and stated that insulin delivery had resumed and that glucose levels were beginning to decrease. The patient was guided through a full supply change using a non¿pre-filled cartridge to determine whether this would reduce the occurrence of occlusion alarms. The patient confirmed that all insertion steps were followed correctly and that insulin delivery resumed. The patient reported that blood glucose levels were affected during the event, with a highest reported value of 307 mg/dl and remaining outside the target range for approximately one and a half hours. No back-up therapy was used, no ketone testing was performed, and no professional medical intervention or additional assistance was reported. No immediate health effects were reported. The patient expressed frustration with repeated occlusion alarms and concerns regarding device usability. Replacement supplies were arranged for shipment. During a subsequent contact regarding shipment status, the patient reported an additional occlusion alarm but declined troubleshooting and further assistance. The patient attributed the issue to the supply lot in use and ended the call before additional information could be collected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.